Manufacturer narrative:
P-cap locked in place properly during testing, however, partially broken retainer and retainer knit line damage were noted. Upon battery installation, a critical pump error alarm (open book) was shown. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 4 alarm was found on 02/10/2026 08:59:03.000, file number = 32122, line number = 2690. Pump error 63 alarm was also recorded in main error log (adapt), file ID= 2017 line ID= 147. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 4 and 63 was triggered in file h_drvpiezo.c (system_hw_error_check), hw error problem with twi interface or with ad5161 chip (hw anomaly). Per visual inspection, no moisture or damage was noted on electronic assembly. Pump error 4 and 63 (hw anomalies) were the main cause for the (open book image) alarm. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, cracked case, battery tube threads - cracked, cracked lcd window, cracked keypad overlay, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay, label damage, keypad overlay texture damage, damaged display window cover, retainer knit line damage, and partially broken retainer. In conclusion, the unit came in with critical pump error alarm triggered by pump error 4 and 63. Pump error 4 and 63 were caused by hw anomalies. Costumer concern for cosmetic damage on the battery tube side was confirmed when battery tube threads - cracked, and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed and indicated that the damage was affected the pump¿s functionality and pump was no longer waterproof. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1812 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.